Event description:
The customer reported black images when kv is at 120. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and lemo connector. System operates as intended. (B) (4).